Manufacturer narrative:
Catalog#: a complete catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If explanted, give date: not applicable, lens remains implanted. Device manufacture date: unknown as product serial number was not provided. (B)(4). The lens remains implanted. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon reported that a zxr00 24.5 diopter symfony intraocular lens (iol) was implanted in the patient's left (os) eye on (B)(6) 2019. At 1 day postop (pod1), she developed a corneal abrasion. It has cleared but her distance vision without correction is 20/200 and 20/30 near, best correction visual acuity (bcva) left os -1.75+0.75 x 110 gets her to 20/40 distance. Her lens may be very slightly nasally decentered, but the position does not explain the myopia. The surgeon repeated her measurements including her topography and not a lot has changed. The patient is scheduled for another refraction and if she continues to be myopic she would like to possibly have a lens exchange if needed to keep with the multifocal lens. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.